Manufacturer narrative:
Occupation: reporter is synthes employee. A device history record (DHR) review was conducted: part: 314.453, lot: 3766591, manufacturing site: (B)(4). Release to warehouse date: 29. June 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: the stardrive screwdriver shaft t8 55mm (p/n 314.453, lot 3766591) was received with the stardrive distal tip slightly bent off-axis, stripped, and twisted. These conditions of the driver tip are potential end of life indicators and due to normal wear. No other issues were identified with the returned components of the device. Conclusion: after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing (8+ years); therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection, it was observed that the screwdriver shaft bent. There was no known patient or hospital involvement. During preliminary analysis of the returned device it was observed that the threads on the screw head were twisted. This report is for one (1) stardrive screwdriver shaft t8 55mm. This is report 1 of 1 for complaint (B)(4).